Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has blood that pools in the needle and stops the blood. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: samples were received on 09/12/2018 and have been investigated. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was not observed as all product specifications were met. Based on evaluation of the customer samples, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was not observed as all samples met the required specifications.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has blood that pools in the needle and stops the blood. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer eclipse signal blood collection needle with integrated holder has blood that pools in the needle and stops the blood. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures have been implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions have been implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented.